Event description:
It was reported that the patient passed away. The cause of death was gastrointestinal tract hemorrhage. It was reported that the patient's outcome was device or therapy related. Device parameters (flow, speed, power) were within normal limits. The device will not be explanted.

Manufacturer narrative:
A4- patient weight requested, information not yet provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event